Event description:
Event description: it was reported by the caller, clinical account specialist, that during a "medtronic" cryo a-fib ablation, after transseptal puncture, the physician noticed that there was a clot on the "medtronic" cryo flexcath advance steerable sheath. The caller stated that they were using the soundstar ice catheter when the clot was visualized. Interventional cardiology was called in and a device was put into the aorta to protect the carotid arteries. The "medtronic" cryo flexcath advance steerable sheath was then removed and the procedure was aborted. The patient was still on the table when the clinical account specialist left the ep lab but was in stable condition. The catheters are not available for return. The caller does not have any additional information at this time. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".